Event description:
It was initially reported that a previously implanted pyrenees plate was found to be fractured intra-operatively. Additional information received has clarified that revision was performed due to the fractured plate.

Manufacturer narrative:
Updated data: fields b.1., b.2., and b..5 have been updated to reflect 'serious injury'. Visual, functional, dimensional, and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Pyrenees constrained & translational cervical plate surgical technique: potential adverse events 1. Potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if applicable), and ruled out preoperatively. 2. Potential risks also include those associated with any spinal surgery resulting in neurological, cardiovascular, respiratory, gastrointestinal or reproductive compromise, or death. Postoperative. 1. Adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. 4. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. 5. Surgical implants must never be reused. An explanted metal implant should never be reimplanted. Even though the device appears undamaged, it may have small imperfections and internal stress patterns which may lead to early breakage. The explanted plate was not returned for evaluation due to hospital policy. Upon correspondence with rep, the initial implant date is not known; however, the plate was implanted for a couple of years. Further details are not known regarding the case. As the device was implanted for over a year, pseudoarthrosis or long-term loading may have contributed to the failure. Incidence of pseudoarthrosis could allow for continued dynamic motion within the construct, which may contribute to a failure of this nature. H3 other text : device has been discarded.

Event description:
It was reported that a previously implanted pyrenees plate was found to be fractured intra-operatively. The procedure was completed successfully with no delay or adverse consequences.